Manufacturer narrative:
One cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found evidence of reported problem. Visual inspection, cassette latch functional test and occlusion sensors test were performed. The customer's reported problem was confirmed. According to the investigation, error message "cassette not attached properly" was duplicated after latching a cassette onto the customer's device. The investigation reported that faulty downstream sensor was the cause of the reported problem. Service's replaced the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 had a cassette not properly attached alarm. No patient involvement.